Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to hyperglycemia on (B)(6) 2019 with blood glucose level was over than 600 mg/dl at time of incident. The customer was declined for troubleshooting. The customer was treated with insulin pump and follow up with health care professional for high blood glucose. The insulin pump will not be returned for analysis.